Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When did it occur? : during use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? : yes. If they were used, was something attached to them? : nothing in particular as the solution could not be drawn up. Returned quantity: 1ea. Details of the event (timeline, history, etc.): the rubber stopper was deformed and the solution could not be properly drawn. Batch #: unknown.